Manufacturer narrative:
(B)(4).

Event description:
It was reported that in the sicu, the ars was found blocked during insertion. As a result, a new kit was opened and used without issue. A delay was reported; however, there was no death or complications as a result of this occurrence. The event was initially evaluated and determined to be non-reportable. The returned device was reviewed and the event was determined to be the result of a product malfunction; therefore, it is reportable.